Event description:
It was reported to nevro that a patient in australia who had undergone a trial procedure, was suffering from headache and body aches. The patient was admitted to a local hospital and was treated for infection via IV antibiotics. The device was explanted and discarded.